Manufacturer narrative:
E1: (B)(6). H10: insufficient information is available to determine the resolution of the event. The key market (km) reported that the device had been repaired by the customer, however, it could not be determined how the device was repaired. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/03/2023, 01/19/2023, 01/25/2023, 02/01/2023, 02/07/2023, 02/14/2023, and 02/28/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00127. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v200 ventilator was unable to start up. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation is ongoing.